Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the gluing between the post pump access line and the access post pump pressure pod. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line at the pressure sensor of a prismaflex st150 set during set up. There was no patient involvement. No additional information is available.